Event description:
It was reported that a dell handheld computer's screen would not power on. Charging the handheld's battery did not resolve the issue. Good faith attempts to obtain the product for analysis have been unsuccessful to date.